Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14k024 was manufactured on october 09, 2014 to october 14, 2014. The device was received for evaluation. During visual inspection white particles were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particles to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.